Event description:
The patient reported that the pump buttons were becoming unresponsive and required several attempts to elicit a response. The patient reportedly wore the pump in a pump skin attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/01/2011 with the following findings: the "up" and "down" buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).